Event description:
It was reported that during an unknown procedure the white tissue pad was partially detached. The fallen piece was retrieved by forceps and was disposed. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 1/14/2026. D4 batch #: c8005f. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned device determined that the tissue pad was detached and not returned, with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The distal tip of the blade was broken off and not returned, and the remaining blade portion was scratched, showing evidence of contact with metal in or out of the operative field. During functional testing, the device did activate when connected to energy systems, but an alert screen was displayed, which is attributable to blade damage. Disassembly of the device revealed no anomalies in the internal components. Probable causes of the observed damage include closing the clamp and activating the instrument without tissue present, improper cleaning of the pad not in accordance with the IFU, external contact during pre-op or general use, blade contact with other devices, staples, or clips during the procedure, or using means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the damage, resulting in activation issues and alert screens such as ¿blade error detected¿ or "relaxed pressure on blade," followed by a ¿replace instrument¿ screen. Care should be taken not to apply pressure between the instrument blade and tissue pad without tissue present, and the clamp arm should be kept open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage. Continued usage of a damaged blade can result in a broken blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the device lot/batch c8005f, and no non-conformances were identified.